Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room for blood works on (B)(6) 2018 and they found that the customer had elevated blood glucose. Customer was dehydrated and had a blood glucose of 500 mg/dl at the time of admission. The customer was treated with saline solution. The insulin pump was not replaced or returned for analysis. (B)(4).